Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. Reportedly, the up arrow is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact with no signs of lifting or other damage. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and there was no button contact defects were found. The complaint that the patient was unable to enter a normal bolus using the up key was explained by the max limit set to 0 in the setup menu. The limit number was adjusted and the up arrow button was confirmed to be working properly.